Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. And the customer¿s reported, problem poor visibility was confirmed. The device evaluation found foreign matter adhesion on the cover glass. It was also found, that the outer tube was damaged. In addition, it was also found, that the product label was faded and there was foreign matter adhesion on the internal lens. This investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid scope had poor visibility. Inspection and testing of the returned device found outer tube damage. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.